Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received a vibratory alert for low hv lead impedance. The svc vector showed low impedance. All other vectors were in range. The decision was made to reprogram the svc coil off. The lead remains implanted.